Event description:
It was observed that during the device evaluation, the plastic distal end cover of the bronchovideoscope was missing, and the distal sheath was loose. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely physical stress was applied to distal end, which caused the malfunction to occur. However, a definitive root cause could not be determined. User can detect the suggested event by handling device in accordance with the following instructions for use (IFU). Operation manual_ "preparation and inspection"_ "inspection of the endoscope" inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may prevent the suggested event by handling device in accordance with the following IFU. Operation manual_ important information ¿ please read before use_ warnings and cautions warning: "do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.